Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had called seeking the source of a letter they had received about a year ago from the manufacturer company in (B)(4) and told them it was for ¿prostate only,¿ and that it had a high rate of surgical success and would be for when everything else failed. The patient noted they had a poor memory and the exchange was noted to have been confusing. The patient reported their interstim device was no longer working/implant was not working and then stated it would work sometimes and most often it did not. The patient noted they had changed the batteries. The patient reported their health care physician (hcp) and the staff at the hcp office thought the implant was not working. The patient was going to follow up with the hcp to search further for the source of the letter and to report and resolve the symptoms. It was reviewed with the patient they should call the manufacturer company back if they were having issues with their programmer. It was noted the implant not working began approximately a year ago and it was unknown when the programmer was not working. There were no further complications reported.